Event description:
Affiliate reported that while removing the device, a small portion snapped off and remained within the patient's brain. It was noted that the portion that remains in the brain contains the transducer. No other details are available at the present time.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: the pressure sensor and case are missing. Catheter material stretched and broken. Internal catheter wires broken. No testing was possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.